Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery several times, likely due to an infusion set and reservoir occlusion. The blood glucose reading was 298 mg/dl. The customer stated that troubleshooting could not be performed, as this was a past event. She noted that she had resolved the alarms previously, twice by changing the infusion set, and once by changing the reservoir. She declined to return the supplies for analysis. Nothing further reported.